Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic pneumonectomy, it was found that the cartridge was protruded from the tip of the jaw when the jaws came in sight endoscopically. Just in case, another device was used to complete the case. There were no adverse consequences to the patient.